Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period feb 2020 through jan 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, and upon power up, the unit alarmed the low vacuum message. In attempts to fix the reported issue, the fse tried replacing the safety disk, crm, front end board, solenoid board and drive assembly, without avail. Repairs are ongoing. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted should this information be provided.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed a low vacuum message. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation result & evaluation conclusion codes), h10, h11 corrected fields: h6 (device codes) the getinge field service engineer (fse) that had evaluated the iabp unit, reported that after replacing the drive assembly the iabp unit worked normally and the "low vacuum" alarm was no more. All functional and safety checks to meet factory specifications was performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed a low vacuum message. No patient harm, serious injury or adverse event was reported.